Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not start up. Upon troubleshooting, the philips field service engineer (fse) checked system onsite and found that the system did not start up. To resolve the issue, the fse performed the cold restart of the system 3 times. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.